Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed an unknown user advisory (ua) on the user control panel was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to defective load cells. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on (B)(6) 2019 and (B)(6) 2019. A load characterization check was performed and identified a defective load cells. As part of routine service during testing, the platform was examined and found physical damage on the head restraint loop. This observation is unrelated to the reported event. This typical damage is due to wear and tear due to the age of the platform. The autopulse platform is a reusable device and was manufactured on 28 sep 2008 and has exceeded its expected service life of 5 years. Upon customer approval, load cells and the damaged top cover will be replaced; and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed an unknown user advisory (ua) on the user control panel. No further information was provided.